Manufacturer narrative:
Investigation summary: fourteen sealed 31g x 5mm pen needle samples were returned from lot. No. 8149868, cat. No. 320632, fourteen sealed 31g x 5mm pen needle samples were returned from lot. No. 8059630, cat. No. 320632 and 14 sealed 31g x 5mm pen needle samples were returned from lot. No. 8074580 cat. No. 320632. All samples were manufactured by bd. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8149868, medical device expiration date: 2023-05-31, device manufacture date: 2018-12-11. Medical device lot #: 8074580, medical device expiration date: 2023-03-31, device manufacture date: 2018-06-01. Medical device lot #: 8059630, medical device expiration date: 2023-02-28, device manufacture date: 2018-04-25.

Event description:
It was reported that an unspecified number of pen needle 14pk 31x5 (B)(6) experienced no label/missing label information. The following information was provided by the initial reporter: just received an email saying that the local authority requested bd to verify the counterfeit of sku# 320632, lot# 8149868 / 8074580 / 8059630.

Manufacturer narrative:
Per additional information received from the customer, the medical device manufacturer has been updated. The following information has been updated: d.3. Medical device manufacturer: (B)(4). G.1. Manufacturing location: (B)(4). H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen needle 14pk 31x5 china experienced no label/missing label information. The following information was provided by the initial reporter: just received an email saying that the local authority requested bd to verify the counterfeit of sku# 320632, lot# 8149868 / 8074580 / 8059630.